Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 05, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat ampullary bleeding in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2020.according to the complainant, during the procedure, a wallflex biliary stent was deployed successfully; however, post stent placement, it was noticed that the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. On (b)6) 2020, the patient was brought back for a stent replacement procedure. During the procedure, the uncovered stent was difficult to remove. Reportedly, the stent was removed successfully and a fully covered stent was implanted to complete the procedure.there were no patient complications reported as a result of this event.according to the complainant, the walflex biliary rx fully covered rmv stent was implanted to treat ampullary bleeding in the bile duct. However, per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. The wallflex biliary fully covered stent system rmv is not indicated to treat bleeding.